Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow up, upon interrogation noise episodes were observed. The lead remains implanted. No further information is available.